Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. Device evaluation of belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing of the electrode belt, the ECG acquisition and pulse delivery circuitry were verified. Device manufacture date: monitor: 03/09/2015, belt: 10/20/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away. Review of the events surrounding the patient's death indicate that the lifevest detected asystole on (B)(6) 2017 at 4:42:08. Asystole is considered a non-life sustaining rhythm. CPR artifact was noted in the patient's ECG at 4:53:34 which resulted in one shock being delivered during this time. CPR artifact contributed to the false detection. The device was shut down at 5:43:41 and the patient later passed away at 8:01:xx.